Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the device was explanted.

Event description:
It was reported that the patient had felt numbness and a loss of sensation in her legs since implant. It was noted the patient felt numbness in her legs whether she had the stimulation on or not. Computerized tomography (CT) scans showed no impingement. The health care professional did a full neurological exam and everything appeared to be normal. The patient felt stimulation from her low back to knees but not below. It was noted the patient was meant to feel the stimulation below the knees. Additional information received reported that the manufacturing representative met with the patient on (B)(6) 2014 and fine-tuned the patient¿s stimulator. It was noted the spinal cord stimulation (scs) therapy was functioning and helpful and appeared to be continuing to work with physical therapy in strength training. Additional information received reported that the patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. It was noted that the patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted the patient had an appointment on (B)(6) 2014. It was further reported that the patient still could not walk without a cane or walker. It was noted that the patient still had a lot of numbness and ¿tightness¿ on the legs and feet. Additional information received reported that the patient was seen in the month prior to the report. It was noted that stimulation continued to be a great help for the patient¿s original pain. Mobility had greatly improved and the patient described getting better every day. Additional information received reported that the patient was seen on the day of the report and their health care provider (hcp) determined that ¿a pre-existing condition to her symptoms.¿ it was noted that the patient was being sent for a CT mylogram. The patient was reportedly receiving stimulation and they will be monitored to understand the impact to their original pain. Additional information received reported that the patient had a computerized tomography (CT) of the thoracic and lumbar area and there were no abnormalities found. It was noted that the patient did have a previous lumbar surgery but the dates were unknown. The reporter noted that the patient had a tough recovery from the implant and was not sure why. It was noted that the patient initially was walking with a cane and was sent to physical therapy. The patient was last seen in the office on (B)(6) 2014 and was walking with a cane. At that time, there was no concrete evidence of a problem with weakness or a cause for the problems. It was noted that the health care professional would thoroughly exam the patient in the next week. It was noted that the patient had an appointment scheduled for (B)(6) 2014. It was reported the patient continued to walk with a cane. It was noted the patient was scheduled for explant on (B)(6) 2014. It was reported the patient¿s device was off. It was noted the patient would decide between the time of the call and the explant date if they want to keep device implanted. It was reported the patient did not allow any programming or interrogation of the device at the last appointment.

Event description:
It was reported the patient was unhappy with the effects of stimulation. It was noted a CT scan confirmed appropriate position of implant. It was reported the patient had had multiple attempts at programming by multiple manufacturer representatives. It was noted the cause of the event was ineffective stimulation. It was reported the patient recovered without permanent impairment.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Additional review determined that the following.

Event description:
Additional information received reported that the implantable neurostimulator (ins) and lead were explanted on (B)(6) 2014. Following device removal, the patient recovered without sequela and there was no patient injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found insignificant anomalies and was functionally okay. Analysis of the lead (B)(4) found proximal end connector no completely seated in the implantable neurostimulator (ins) connector port. The lead and the ins were received with the lead not completely seated in the ins # 0 - # 7 connector port. During the system test the # 0 setscrew was making contact with the # 1 circuit, thus the good stable output observed at the electrodes of the lead were mismatched from the programmed settings of the ins. There was no output on any of the electrode pairs referenced to the # 7 circuit due to the lead not completely inserted into the # 0 - # 7 connector port. A setscrew impression on the # 0 connector may indicate that the lead had been seated correctly in the ins at one time, however when received the lead was not completely seated in the # 0 - # 7 connector port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was doing better.